Event description:
Event description: it was reported that during a cardiac ablation procedure using a farapulse¿ pulsed field ablation (pfa) system (boston scientific), while going transseptal, a perforation happened. It was followed by a pericardial effusion which was noticed as the patient's blood pressure dropped. The pericardial effusion was confirmed by ultrasound. An intervention team was called. The reporter stated that the medical intervention provided was a pericardiocentesis; however, there was a lot of blood and the patient was moved to the operating room. The patient recovered and was extubated, talking, and doing well the following day. A faradrive¿ sheath was used, as well as a versacross¿ transeptal wire. Reference report: mw5161842. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).